Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, father reported that pt has experienced elevated blood glucose due to crimped infusion cannulas. Blood glucose has elevated to the 300-400s mg/dl, and normal blood glucose is 110 mg/dl. Pt used injection therapy to treat hyperglycemia. Father helped the pt inject the insulin, but this is a normal practice. There were no concerns with the insertion of the infusion set. Infusion sites were located on abdomen below pt's waist. There was no insulin leakage. Infusion sites are typically changed at 10 pm, and pt would wake up at 3-4 am with high blood glucose. Insertion device was used to insert the headsets. This first occurred in (B)(6) 2010, and happened 10-15 times. Alleged infusion sets were discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.